Manufacturer narrative:
This information is provided in response to your request dated september 22, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained of sensor glucose and blood glucose being off. The sensor glucose is 60 and blood glucose 110 mg/dl. Customer also had sensor glucose over 250 and blood glucose reading was 120 mg/dl. Sensor was inserted into abdomen with serter. During troubleshooting, found customer was calibrating when the blood glucose was not stable. Explained to customer not to calibrate during highs and lows. Customer is still learning how to work with sensors and will make the necessary changes. Nothing further reported.

Event description:
Customer complained of sensor glucose and blood glucose being off. The sensor glucose is 60 and blood glucose 110 mg/dl. Customer also had sensor glucose over 250 and blood glucose reading was 120 mg/dl. Sensor was inserted into abdomen with serter. During troubleshooting, found customer was calibrating when the blood glucose was not stable. Explained to customer not to calibrate during highs and lows. Customer is still learning how to work with sensors and will make the necessary changes. Nothing further reported.